Manufacturer narrative:
On an unreported date in (B)(6) 2016 (reported as (B)(6) 2016), the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for five days. The cause of the event was not reported. Treatment detail and patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: homechoice. It was reported that on the day of onset, the patient had performed a manual exchange that morning and when the caregiver came home from work, the patient was very ¿out of it.¿ the patient was rushed to the hospital and was diagnosed with peritonitis manifested by severe abdominal pain, very cloudy peritoneal dialysis fluid, and low blood pressure. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes were not reported). At the time of this report, the patient was recovered from the peritonitis event and was retrained on proper aseptic technique. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.